Manufacturer narrative:
The technician found the pins on the communication cable connector were loose and bent. The technician straightened the pins and installed a cable saver to repair the bed.

Event description:
Info received indicates the call bell is not working.